Event description:
In 2008 I received a biomet bilateral knee replacement. In 2014 I received zimmer legacy lps flex. Do either one of these work right? No they don't. Both of these have 24 hour pain, popping and clicking sounds and unstable instability. It's my understanding that no one has complained about the legacy lps flex, but I have my initials are (B)(6).